Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 8 mmol/l at the time of the incident. The customer stated that the pump has been submerged into the pool. The customer stated that the screen is blank and the pump kept vibrating. The customer reported that the bottom of the pump is damaged. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Device was received with moisture damage noted on motor and vibrato motor. Device was received with cracked case at battery tube side and fading serial number label.